Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address recurrent hip dislocation. Date of implantation: (B)(6) 2019. Date of revision: (B)(6) 2020; (left hip). Treatment: head and liner were revised.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This is a duplicate report of 1818910-2019-114838. 1818910-2020-04472 is being retracted as it is report duplication. 1818910-2019-114838 will be kept for investigation purposes.